Manufacturer narrative:
The reporter mentioned that there were no alarms issued by the analyzer at the time of the event, but they received a sample probe clot alarm after the questioned sample was tested. The field service engineer stated there was an issue with the sample itself and there have been no further issues. Another sample was collected from the patient and this tested ok.

Event description:
The initial reporter stated they received a discrepant result for one patient sample tested with prea prealbumin on a cobas 4000 c (311) stand alone system. The sample initially resulted with a prealbumin value of 22.9 mg/dl and this value was reported outside of the laboratory. The result was questioned by a nurse and did not agree with the patient's clinical picture or testing history. The sample was repeated twice, resulting with values of < 2.2 mg/dl accompanied by a data flag and < 2.3 mg/dl accompanied by a data flag. The two repeat values were believed to be correct and matched the patient's testing history. The prealbumin reagent lot number is 420230, with an expiration date of 30-apr-2021.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event was determined to be fibrin in the sample.